Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was returned to this complaint with a torque device, and it was observed that the guidewire was detached, kinked and unraveled at the distal section. No more damages or issues were observed. Under the microscope it was observed that the guidewire was detached and unraveled at the distal section.

Event description:
It was reported that the guidewire was fractured. A 200cm x 10cm fathom -14 was selected for use. During superselection, the guidewire was fractured. The procedure was completed with a different device. No complications reported and patient was stable. It was further reported that the 50% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. The fracture was noted 10cm from the hub and was removed by placing another guidewire with this damaged device and pulled out together with the catheter. It was confirmed that there were no device fragments left inside the patient's body.

Event description:
It was reported that the guidewire was fractured. A 200cm x 10cm fathom -14 was selected for use. During superselection, the guidewire was fractured. The procedure was completed with a different device. No complications reported and patient was stable. It was further reported that the 50% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. The fracture was noted 10cm from the hub and was removed by placing another guidewire with this damaged device and pulled out together with the catheter. It was confirmed that there were no device fragments left inside the patient's body.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6) .

Event description:
It was reported that the guidewire was fractured. A 200cm x 10cm fathom -14 was selected for use. During super selection, the guidewire was fractured. The procedure was completed with a different device. No complications reported and patient was stable.